Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any x-ray performed to locate the needle? Action taken to retrieve the needle? Was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? Initial procedure date? What is the patient¿s current health status and condition?

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. During intradermal stitches during the procedure, the needle detached from the thread and fell into the patient's abdominal cavity. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/26/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.